Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control replaced the device's power pcb assembly, battery wire harness, and battery pins. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off multiple times while they were attempting to do a 12-lead on a patient. There were no reports of any adverse effects to the patient as a result of the reported issue.